Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 979 mcg/day) via an implanted pump. It was reported that the patient had a refill in august and at that time the pump was only able to be filled with 16 ml. Per the hcp, the patient was a difficult stick and had a lot of scar tissue. Yesterday they attempted a refill again and the erv (expected reservoir volume) was 2.9 ml and the arv (actual reservoir volume) was 9 ml and the fluid had some blood tinge to it. The hcp was questioning a seroma. The patient was worked up for infection and the fluid was checked and there was no infection. Per the hcp, they had consulted with a neurosurgeon about replacement or a pocket revision. It was noted that the pump was implanted in 2018. Additional information was received on 15-sep-2022 from the hcp who called back stating that they accessed the pump today and they were able to refill it completely to 20 ml. The patient did not have any symptoms of withdrawal or increased spasticity, but they thought the pump may be under infusing. No catheter study was done at this time. They planned to replace the pump on (B)(6) 2022.

Manufacturer narrative:
H3: analysis of pump (sn (B)(6)) identified during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Visual inspection identified a crease on the internal pump tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 979 mcg/day) via an implanted pump. It was reported that the patient had a refill in (B)(6) and at that time the pump was only able to be filled with 16 ml. Per the hcp, the patient was a difficult stick and had a lot of scar tissue. Yesterday they attempted a refill again and the erv (expected reservoir volume) was 2.9 ml and the arv (actual reservoir volume) was 9 ml and the fluid had some blood tinge to it. The hcp was questioning a seroma. The patient was worked up for infection and the fluid was checked and there was no infection. Per the hcp, they had consulted with a neurosurgeon about replacement or a pocket revision. It was noted that the pump was implanted in 2018. Additional information was received on 15-sep-2022 from the hcp who called backstating that they accessed the pump today and they were able to refill it completely to 20 ml. The patient did not have any symptoms of withdrawal or increased spasticity, but they thought the pump may be under infusing. No catheter study was done at this time. They planned to replace the pump on (B)(6) 2022. (B)(6) 2022 lfc (hcp): additional information was received from a healthcare provider (hcp) who reported that the cause of the volume discrepancy was not determined. Per the hcp, they attempted to refill the pump on (B)(6) 2022 but the pump was empty. (B)(6) 2022 (B)(6) (rep): document contained no new information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the volume discrepancy was not determined. Per the hcp, they attempted to refill the pump on (B)(6) 2022 but the pump was empty.